Event description:
Pt with multiple sclerosis and severe spasticity admitted with baclofen pump malfunction. The pt had a baclofen pump trial in june with excellent results. Two months later the pt underwent baclofen pump placement. The pt did well for 1-2 weeks then noticed a sudden return of their spasticity. X-rays done as an outpt. Showed an apparent fracture of the catheter at the posterior anchor site. The pt returned the following month for revision of baclofen pump. The catheter was found to be fractured at the posterior anchor and required removal and revision.